Event description:
The lead migrated and broke. Due to the age of the neurostimulator (ins), the physician and patient both opted to replace the ins at the time of the lead revision. No patient injuries were reported and the patient recovered with sequela. Additional information has been requested.

Manufacturer narrative:
(B) (4).